Manufacturer narrative:
E1: initial reporter first name: updated.

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease and underwent endovascular therapy. The 99% stenosed target lesion was located in the non-tortuous and severely calcified superficial femoral artery. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease and underwent endovascular therapy. The 99% stenosed target lesion was located in the non-tortuous and severely calcified superficial femoral artery. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.